Event description:
Software team review identified that alinity m system (B)(4) also encountered a software bug which caused board values from amp detect unit (adu) 1 to be restored to adu2 values. This is an internal abbott molecular system; therefore no results were released from this sn, which were used for patient management. A software defect was identified to be present in a maintenance and diagnostics (m&d) procedure when an abbott field service engineer (fse) selects to quit the procedure or the procedure errors where the command to restore board values references the wrong amp detect. When the fse quits or there is an error, the fse is prompted if they would like to restore board values and to select which of the new amp detect module(s) to restore board values on. With the defect, the amp detect number reference in the command is using the currently "in process" amp detect and not the selected new amp detect (i.e. In some conditions they can be the same amp detect with no issue on restore), and the selected new amp detect's board values are used in the restore which can get applied to the wrong amp detect. The command should reference the selected new amp detect and not the currently "in process" amp detect. Therefore, a software deficiency has been identified.

Manufacturer narrative:
Risk assesment determined that because the board values from an "in-process" amp detect can be used incorrectly to restore values on an unintended amp detect, the firmware parameters of the affected amp detect are possibly deviated from the values optimized through previous successful calibrations. This may lead to potentially compromised assay performance with this impacted native amp detect and subsequently has the potential for incorrect results (misquantitation high or false positive) on either quantitative or qualitative assays, respectively, where internal control (ic) and/or cellular controls (cc) or routine process controls do not invalidate the tests and/or run. Additionally, there may be a delay in results, where samples and/or runs are flagged when ic, cc, or routine process controls are invalid. On november 6th, 2021, a decision was made to issue a customer letter (urgent field safety notice / field correction recall) and a technical service bulletin to address this issue. Recommendation is that this action will be reported per 21 cfr806 and is recommended to be reported as an fsca (field safety corrective action). Field action, which was determined to have a major severity, will be taken to address this issue. It was deemed reportable per 21cfr 806 and therefore reportable under 21cfr803. This action was communicated to the FDA on november 6, 2021 as a draft 806 report and a request to review letter content. Additional follow up on investigation and corrective actions will be communicated via the 806 process. The following mdrs were also reported as related to the reportable field action recommended out of 482-risk: 3005248192-2021-00115 follow up report 1. 3005248192-2021-00443.